Manufacturer narrative:
The patient was brought into the clinic and the lead was electrically repositioned which resolved the issue. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed an increased pacing impedance measurement, greater than 2,000 ohms. Pacing impedances.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted for normal battery depletion and returned for analysis.